Event description:
The complaint is reported as: a measured line catheter is passed in the right arm, and at the moment of channeling the vein, a return is obtained, the guide is inserted, and at the time of withdrawal it is observed with resistance and observing stretch of the metal line during the intervention. The intensivist on shift is informed immediately, who talks to the father. A thorax x-ray is taken with an extension to the forearm, observing a small metallic image in the right arm. Peripheral vascular surgery assessment and control x-rays are requested. The father is informed of the event and measures to be taken, guidelines and catheter packaging are saved. Additional information was requested but was not available at the time of this report. The patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: a measured line catheter is passed in the right arm, and at the moment of channeling the vein, a return is obtained, the guide is inserted, and at the time of withdrawal it is observed with resistance and observing stretch of the metal line during the intervention. The intensivist on shift is informed immediately, who talks to the father. A thorax x-ray is taken with an extension to the forearm, observing a small metallic image in the right arm. Peripheral vascular surgery assessment and control x-rays are requested. The father is informed of the event and measures to be taken, guidelines and catheter packaging are saved. Additional information was requested but was not available at the time of this report. The patient's current condition is reported as fine.